Event description:
In 2006, a physician placed an emboshield in the right internal carotid artery and it was successfully deployed; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed. Post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. It was reported that post surgery, the pt had intermittent confusion and right sided weakness which has persisted. It was reported on 4/13/2006, the pt has had recurrent transient right sided numbness and word finding difficulty. The pt has a known occluded left carotid artery and her stenting procedure was performed on the right side with good angiographic results. The pt was discharged four days later, to a rehabilitation facility.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.